Manufacturer narrative:
The customer¿s report of a failure to alarm was not confirmed. Analysis of the pcu event log shows pump module s/n (B)(4) was programmed to infuse drugid 1 at a rate of 18ml/hr with a vtbi of 300ml at 3:58 pm on (B)(6) 2019. At 3:59 pm, the device alarmed for patient side occlusion and the infusion was restarted 24 seconds later. At 4:01 pm, the device alarmed for patient side occlusion. Thirty-nine seconds later, the user paused the infusion and then restarted at 4:07 pm. At 11:02 pm, the user paused the infusion. At 11:14 pm, the user channeled the device off and the system was shutdown and powered off. At 1:44 am on (B)(6) 2019, the user restored and started the previous infusion running at 18ml/hr. Twenty-eight seconds later, the user channeled the device off and the system was shutdown and powered off. At 1:46 am, the user selected the device and selected restore. Thirteen seconds later, the user channeled the device off and the system was shutdown and powered off. The volume recorded as being infused during this period was 125.213ml. The root cause of the customer¿s report of a failure to alarm was not identified. No device was returned for investigation.

Event description:
It was reported to the facility biomed department that the device alarms were not functioning. The department in which the event occurred requested event logs for (B)(6) 2019 stating that a patient experienced an IV infiltration during an antibiotic infusion and that there is question regarding whether the staff member that was monitoring the patient was honest about the event. The biomed department states that it is questionable whether the device malfunctioned and request a log review to determine if the staff member manually silenced the alarms.